Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the dentist. Therefore, the lot number was not considered.

Event description:
(B)(4). The dentist reported that the dental implant was installed in intraoral region #20, its non-osseointegration was observed. Forty-five (45) ncm of primary stability was achieved and the patient presented bone type iii. In addition, the dentist reported that the procedures of immediate implant and immediate load were performed.